Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. 648509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine ablation. Previously administered products included for birth control: nuvaring in (B)(6) 2018. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder/ urinary tract/vaginal),"), urinary tract infection ("infection bladder/ urinary tract/vaginal),"), vaginal infection ("infection bladder/ urinary tract/vaginal),"), migraine ("migraines / headaches"), mental disorder ("psychological or psychiatric problems") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis,") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, mental disorder, uterine leiomyoma and adenomyosis had not resolved. The reporter considered adenomyosis, bladder disorder, cystitis, device expulsion, genital haemorrhage, menorrhagia, mental disorder, migraine, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hsg performed left tube blocked. Hsg performed right tube blocked; on (B)(6) 2009: unable to visualize blockage of tube. Pathology test - on (B)(6) 2010: histological diagnosis: uterus, morcellated supracervical hysterectomy. Benign inactive endometrium, negative for atypia, dysplasia and malignancy. Leiomyomata. Adenomyosis. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, infection bladder/ urinary tract/vaginal), migraines / headaches, psychological or psychiatric problems, reproductive system disorder or condition type of disorder or condition: leiomyoma/adenomyosis, expulsion of essure device, pain were added. Medical history, lab data, concomitant and historical drugs , lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. 648509 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine ablation. Previously administered products included for birth control: nuvaring in (B)(6) 2018. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder/ urinary tract/vaginal),"), urinary tract infection ("infection bladder/ urinary tract/vaginal),"), vaginal infection ("infection bladder/ urinary tract/vaginal),"), migraine ("migraines / headaches"), mental disorder ("psychological or psychiatric problems") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis,") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, mental disorder, uterine leiomyoma and adenomyosis had not resolved. The reporter considered adenomyosis, bladder disorder, cystitis, device expulsion, genital haemorrhage, menorrhagia, mental disorder, migraine, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hsg performed left tube blocked. Hsg performed right tube blocked; on (B)(6) 2009: unable to visualize blockage of tube. Pathology test - on (B)(6) 2010: histological diagnosis: uterus, morcellated supracervical hysterectomy benign inactive endometrium, negative for atypia, dysplasia and malignancy leiomyomata adenomyosis. Most recent follow-up information incorporated above includes: on 5-aug-2019: update of information (batch is invalid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. 648509 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine ablation. Previously administered products included for birth control: nuvaring in (B)(6)2018. Concurrent conditions included weight normal. Concomitant products included medroxyprogesterone acetate (depo provera). In 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/blood or heart disorder/condition type: clots in vagina/clot") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6)2009, the patient experienced migraine ("migraines / headaches"), vulvovaginal pain ("pain: vagina"), arthralgia ("pain felt in my belly area/ hip area") and abdominal pain ("pain felt in my belly area/ hip area"). In (B)(6)2010, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6)2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis ("infection bladder/ urinary tract/vaginal),"), urinary tract infection ("infection bladder/ urinary tract/vaginal),"), vaginal infection ("infection bladder/ urinary tract/vaginal),"), emotional distress ("psychological or psychiatric problems/ embarrass"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis,"), hot flush ("hot flashes"), vaginal discharge ("rashes or skin conditions type: sores and smell):: discharge from vagina"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal odour ("infection (other) describe: vagina smell real bad") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6)2010. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, emotional distress, uterine leiomyoma and adenomyosis had not resolved and the hot flush, mood swings, vaginal discharge, depression, headache, anxiety, dyspareunia, fatigue, weight increased, alopecia, vaginal odour, vulvovaginal pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, bladder disorder, cystitis, depression, device expulsion, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6)2009: hsg performed left tube blocked. Hsg performed right tube blocked; on (B)(6)2009: unable to visualize blockage of tube. Pathology test - on (B)(6)2010: histological diagnosis: uterus, morcellated supracervical hysterectomy benign inactive endometrium, negative for atypia, dysplasia and malignancy leiomyomata adenomyosis. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. New events added: hot flashes, mood swings, clot, infection (other) describe: vagina smell real bad, embarrass, depression, headaches, anxiety, mood swings, rashes or skin conditions type: sores and smell, discharge from vagina, clots in vagina, dyspareunia, fatigue, weight gain, hair loss, vaginal pain, pain: felt it in my belly area and hip area. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.